Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling, impendance testing and defibrillation cycling without duplicating the report. An internal and external inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device logs showed there was a high variation of impedance measurements taken during the event. This is an indication of poor coupling of the electrode pads to the patient's skin. Due to the drastic changes in impedance during the cardioversion, this report will be closed as poor coupling of the electrode pads to the patient's skin. The electrode pads were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), a loud popping noise was heard during discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.